Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had an infection and the incision site opened up and had a discoloration. The physician noted that the patient had impaired healing due to other health issues and was using peroxide on the incision sites. The patient underwent a full system explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.